Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to sign in to the test station on the test server. The customer reported that following a recent domain migration, login attempts were unsuccessful, and the application did not recognize the user's credentials. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the unable to sign in to the test station after a recent domain migration, as the application did not recognize the login credentials. A technical support specialist (tss) identified that the station computer name remained mapped to the old fqdn in the server database after the migration, which caused synchronization failures. Attempts to update the domain name were unsuccessful and resulted in sync and recovery errors. The tss engaged software support, applied the internal knowledge article "medstation es - facility sync settings are blank," and followed the steps for manual recovery (datasyncinvaliduploadchangetrackingvalue), which resolved the recovery errors. However, synchronization issues persisted due to the existing name assignment. As a workaround, the tss guided the customer to create a new station with the updated fqdn, replicate the settings, synchronize the device, and reconfigure the inventory. The system functioned as intended after technical support specialist troubleshot the device.